Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following an uncomplicated implant of this subcutaneous device, to a patient with ischemic heart disease, while performing post implant defibrillation testing, the patient passed away. An arrhythmia was induced but unable to be converted. The field reported appropriate electrical capture but no patient mechanical response was exhibited. An electromechanical dissociation condition was noted and resuscitation efforts performed for approximately 30 minutes. The patient passed away from a cardiac arrest. No boston scientific product allegations were reported as a cause or contributor in the patient's death and no return of product is expected.